Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked between o-rings. Customer's blood glucose was 212 mg/dl. Caller reported that reservoir was not used and was discarded. Caller also reported that there was an air bubble in reservoir. Caller was advised to change reservoir and that reservoirs would be replaced.